Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet. A visual inspection was performed on the complaint sample and a foreign blue particle was identified. The blue particle was located in the blood flow channel of the spiral housing. The particle size was 0.5 mm in length and width. Visual identity testing was performed and determined the particle originated from the blue protection cap. The investigation determined that during mounting the blue protecting cap on the connector was damaged because the inner surface of the cap shows aberrancy. As a result, the sheared off particle disappeared and was found in the rotaflow. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, (B)(6), identified a foreign particle inside rotaflow centrifugal pump with lot 70075604. Reference: complaint (B)(4).